Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their low blood glucose levels. It was reported that the customer's levels had dropped and they passed out with paramedic visit. The customer declined to speak with help line. No further information or assistance provided.